Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a manufacture representative regarding a patient implanted with an implantable neurostimulator (ins) for non-malignant pain. It was reported that the patient's stimulation turns off occasionally just when they start to walk. This issue started 2 weeks prior to the report, and the patient was programmed with adaptive stim 4 weeks prior to the report. The patient had adaptive stim set up in groups a and c. It was suspected that the transition zone might be an issue, since the patient walks with a cane. The rep changed the upright position from x-small to x-large to avoid a transition issue. The patient was to monitor the results of the reprogramming. No further complications were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from the representative. It was reported that the exact cause of the stimulation turning off was unknown but as of their last conversation with the patient the reprogramming seemed to have resolved the issue. This information was confirmed with the physician/account. No further complications reported.